Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was stopped. Per reporter, the 46-hour infusion had been started that afternoon and upon trying to determine why the pump wasn't running, the patient noticed the latch for the battery door is broken and will not stay closed. Per reporter, troubleshooting was unsuccessful. Event occurred while use with patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement. Therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. MFR# (B)(4) is no longer considered reportable and will be cancelled.